Manufacturer narrative:
No unexpected alarms noted during testing. Unit passed displacement test, rewind test and prime test. Motor error alarmed during basic occlusion test and alarmed during occlusion test due to loose and protruded drive support disk. Missing horizontal line segments on lcd screen during pump self test due to cracked zebra connector on lcd board noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing drive support disk sticker, missing end cap sticker and stained address and serial number label. Moisture damage on all electronic assemblies noted.

Event description:
The customer reported via phone call that a compromised force system sensor alarm was received before and after a battery change. Customer does not recall any significant events leading to the error, but indicated that the alarm occurred during rewind and priming. The customer also indicated that insulin squirts out during the prime process. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarms but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.